Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05081. It was reported the patient's right lead was not functioning. Surgical intervention is planned to address the issue. Details of the allegation are unknown at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related reference MFR. Report: 1627487-2017-05081. Additional information received that patient underwent surgical intervention where in the lead on the right side was explanted and replaced. Post-operatively effective therapy restored. It is unknown which lead is liable, so both the leads are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.